Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to setting the fill cannula amount incorrectly, the customer performed the cannula fill with 0.7 units (u), and experienced a low blood glucose (bg) level of 39 mg/dl. To treat the low bg level, the customer consumed carbohydrates. Reportedly, the accurate fill cannula amount was 0.3u. Tandem technical support assisted the customer in modifying the cannula fill amount from 0.7u to the appropriate setting of 0.3u.